Event description:
It was reported that this pacemaker exhibited pacing inhibition due to noise oversensing while a temporary implantable heart pump was in use. Technical services (ts) was contacted for advice and confirmed that noise from the temporary heart pump was likely. Technical services (ts) provided literature regarding this issue. This pacemaker remains in-service. No adverse patient effects were reported.